Manufacturer narrative:
The insulin pump was received with high stop current, problem isolated to liquid crystal display board. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window, shifted end cap sticker and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during a manual prime. The customer's blood glucose level was 223 mg/dl. The customer declined troubleshooting since she was able to prime after she changed her unomedical insulin infusion set. The product is not being returned. Nothing further was reported.